Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly customer had not been doing air removal technique from cartridge properly. Customer¿s blood glucose was 214 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.